Manufacturer narrative:
Product complaint #(B)(4). If the information is unknown, not available or does not apply, the section/field of the form is left blank. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis.

Event description:
It was reported that a 2.4mm/1.8mm double drill sleeve does not fit into the drill guide and that repair is required. There was no patient involvement reported. This report is for the double drill sleeve. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a j&j employee. Part #: 312.180-us, lot #: 3701639, manufacturing site: werk hagendorf, release to warehouse date: march 11, 2011. A manufacturing record evaluation was performed, for the finished article lot. And no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that the 2.4mm/1.8mm double drill sleeve was found. The 1.8 mm, not pass pin. No visual defect was found. A dimensional inspection for the 2.4mm/1.8mm double drill sleeve was performed, for the both sided of the device. 2.4 mm pass and 1.8 mm, not pass. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed, as the2.4mm/1.8mm double drill sleeve was found, to not be able to pass the pin gauge, though the 1.8mm drill guide. A definitive root cause could not be determined, for the reported complaint, condition from the available information. There was no indication, that a design or manufacturing issue contributed to the complaint. Based on the investigation findings. It has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4 lot device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.